Manufacturer narrative:
The biomedical engineer (bme) reported that the multigas unit gave inaccurate readings. The hospital uses something other than nk sampling lines, which is known to cause this problem. The unit was sent in for evaluation and repair. The reported problem was duplicated, however the unit was not able to be repaired because the gas sensor unit was out of stock. Nihon kohden recommended an exchange of the unit to resolve the issue. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the multigas unit gave inaccurate readings.

Event description:
The biomedical engineer (bme) reported that the multigas unit gave inaccurate readings.

Manufacturer narrative:
Details of complaint: on (B)(6) 2018 customer reported gas unit was giving inaccurate numbers. The facility does not use nihon kohden sampling line. The actual reading and the expected readings were not specified. Device was sent to nka for evaluation and repair. Nka repair center evaluated the device on (B)(6) 2018. Upon connecting the gas unit to the bedside monitor, an error message was displayed: "gas device error". This is diagnosed as failure of the sensor component cd-314p-01. Service requested: evaluation/repair. Service performed: evaluation. Investigation result: operator's manual, revision e, specifies the sampling line to use as: yg-610p. This is a required part for operating the unit. It is required that nihon kohden specified cables, tubes, and parts are used. Otherwise, the maximum performance from the gas unit cannot be guaranteed. The manual also states to only use the specified sampling line which is made of polyethylene. If a sampling line made of polyvinyl chloride only is used, anesthetic gas may get into the sampling line and anesthetic gas which should not exist in the patient's respiration circuit may be monitored. It is unknown if customer used any other non-approved parts. Nka repair center diagnosed the cause of failure was due to sensor unit within the device needing replacement. It is concluded that the use of non-approved sampling line led to the reported inaccurate readings. This eventually led to sensor failure. The root cause of the reported issue was due to customer using non-approved part(s). Device was put into service on 4/25/2018. Service history for this device shows no other service notifications. Review of the device history record (DHR) shows that the unit has no history of ncmr, refurbishing, or other suspected defects. Investigation conclusion nka repair center diagnosed the cause of failure was due to sensor unit within the device needing replacement. It is concluded that the use of non-approved sampling line led to the reported inaccurate readings. This eventually led to sensor failure. The root cause of the reported issue was due to customer using non-approved part(s).